Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was elevated (475 mg/dl) and customer was unsure of the cause. Customer was unable to calibrate the pump due to the elevated blood glucose. A correction bolus was delivered via the pump and blood glucose normalized.